Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. CT imaging revealed migration of one lead and fracture of one lead. As a result, surgical intervention may be undertaken to address the issue.